Manufacturer narrative:
Field service rep evaluation: the vyaire field service representative (fsr) performed the operational verification procedure of the device and found the internal blender requiring calibration. The blender calibration resolved the delivered fio2 issue of the device by the fsr. There is nothing expected to be returned for evaluation by the manufacturer therefore, no further investigation is required.

Event description:
The customer reported while in use the delivered fraction of inspired oxygen (fio2) is out specification at 21% fio2 this ventilator device delivers 25%. The customer stated no patient harm was reported with this event.